Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). UDI is unknown. No product information has been provided to date. There were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record (DHR) review. One used portal was returned with an attached length of catheter measuring approximately one inch in length. Visual observation using the unaided eye as well as 5x to 20x microscopy found the catheter had longitudinal splitting and cracking about itself which coincided with the maximum diameter of the outlet tube bulb. This is visually consistent with the catheter having been able to move relative to the port body. When the catheter bends/is subjected to stress over a period of time, cracking can form in the material. The catheter showed signs of having been exposed to stress/movement over a period of time resulting in the cracking as shown. The root cause is related to device exposed to stress/movement over a period of time. No corrective or preventative action taken. Manufacturing date was unavailable.

Event description:
It was reported that the there was a crack in the catheter near the point of connection to the port. No patient injury was reported.